Manufacturer narrative:
Concomitant medical products: 5076x2 leads, implanted (B)(6) 2006.

Event description:
It was reported that the patient experiencing diaphragmatic stimulation due to the left ventricular lead. The lead was reprogrammed and remains in use. The patient was a participant in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it.) No further patient complications have been reported as a result of this event.